Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had difficulties pushing out the last bit of insulin through infusion set tubing during the load fill tubing sequence. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.